Event description:
It was reported that during a stereotactic breast biopsy, no cutter action and no samples returned to the sample chamber. The doctor aborted the case and the pt will return within the next two weeks. No pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.